Manufacturer narrative:
Liikely cause: clinician did not properly prepare osteotomy before using tap. This is the only reported incident to date. Isolated.the DHR did not provide any indication of a manufacturing deviation that would cause this condition. The manufacturer acknowledges that this incident is being filed late. Previously, based upon the clinical judgment of an outside expert dental practitioner, biomet 3i determined that the event was not reportable. However, after further review and further discussion with the same outside expert, it was decided to report the event. The initial evaluation concluded that this event was solely related to decisions made by the clinician performing the procedure. Further discussion supported this conclusion. However, biomet 3i wishes to file.

Event description:
Tap became stuck in site, stripped the tap head trying to remove the tap. Trephining was used to remove the tap. The site was grafted, patient was sent home to heal and osteotomy preparation/implant placement will be attempted again in 3 months.